Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was prepped and the md inserted the iab into the femoral artery sheathless. The fiberoptix sensor (fos) slide key was inserted into the pump however, the pump did not recognize the fos. The md wanted to use the transducer. The arterial line was flushed however, the md could not aspirate from the line. As a result, the md removed the iab and did not insert another because the patient was okay without an iab. There is no more information available.